Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Due to missing retainer the p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: detached retainer, pillowing keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (peeling and stained), cracked reservoir tube lip, missing o-ring (reservoir tube), and scratched case. Cosmetic damage was confirmed at the reservoir tube (missing retainer) found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported physical damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1884 was returned for analysis.